Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator shut down. Patient involvement information was not provided by the customer. The evaluation and repair of the ventilator is yet to be completed.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and determined the temperature probe, oxygen sensor, and heated wire adapter, needed to be replaced.

Event description:
The ventilator was not on a patient at the time of the event.